Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly in the device. Viscoelastic was observed in the device. The plunger was advanced into the nozzle area. The lens was ahead of the plunger. The plunger was engaging the trailing optic edge. The optic was folded. The leading haptic was extended. The trailing haptic was folded onto the optic. A scratch could not be observed on the lens while the lens was inside the device. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The initial report was for "lens scratched". It was not possible to determine if the lens was scratched because the lens was returned folded inside of the device. It is unknown if a qualified viscoelastic was used. The instructions for use instructs: during device preparation and implantation of the company lens with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens was scratched and was replaced. The surgery was completed on the same day. Additional information has been requested.